Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cause for the check right ventricular (rv) lead message was a low amplitude of less than 3 mv. It was noted the rv amplitude increased to greater than 3mv on a few tests. No further actions were taken. No adverse patient effects were reported. This information indicates there was no device issue. This device and competitor rv lead remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that an in office device check was performed, and a message to check the right ventricular (rv) lead was observed. All of the electrical measurements were within normal limits during the device check that day. Technical services discussed this message typically occurs when the rv amplitude measurement is less than 3 mv, or when the rv impedance measurement is out of range. The health care professional (hcp) planned to review the device trends to determine the cause for the message. At this time, this ICD and competitor rv lead remain in service. No adverse patient effects were reported.